Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Although it was noted that the leak had originated from a crack in the sidearm, a definitive cause for the fracture could not be established. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 65-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that a fluid leak developed at the purge sidearm. The sidearm leak was treated by tape being applied over a crack on the reservoir. Ecpella support remained ongoing despite the noted leak. There was no patient harm as a result of the reported issue.